Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "#0, #1, and #2 keys nonfunctional," which was experienced during evaluation. Evaluation observed all keys on the keypad to be operating intermittently. It was found to be caused by a failed keypad. The front case, including the failed keypad, was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that the #0, #1, and #2 keys of a spectrum pump were inoperable. It was also reported there was no patient involvement.